Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The internal leak was visually observed. Estimated blood loss was 100cc's. No medical intervention was required and the patient had not adverse effects. Companion samples of the same lot number is available.